Event description:
It was documented that insulin pump had a crack and experienced unexplained no delivery. Customer declined to be transferred to helpline. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.